Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's therapy never worked to cover both their right and left sides as they expected. They have had trouble with the stimulator keeping a charge for quite some time (they confirmed this started in 2020) and the patient saw a "call your doctor" screen but they could not recall the code associated with the message. They were going to replace the stimulator but the patient was determined to have multiple myeloma and two compressed fractures. They wanted to have an MRI performed but the patient's stimulator was dead. The patient noted that they had fallen a couple of times. The patient was redirected to their healthcare provider to further address the issue.